Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had leakage. Piston movement issue. When did the incident occur? During use. It was reported that drug leakage and contamination occurred during subcutaneous administration. Response received on: (B)(6) 2026 1:41 pm ¿ (B)(6). There was no direct patient harm reported. The issue was identified during preparation/testing with isotonic solution by the medical staff before patient use. However, there was a potential contamination and exposure risk for the healthcare professionals. Healthcare professionals were present when the issue occurred. The leaked fluid was isotonic solution. No additional medical intervention or medication was required since the issue occurred during product preparation/testing and not during patient administration. The issue was identified by the medical staff while preparing medication. Leakage was observed from the injection port area during use. Samples from the same lot will be sent for further investigation and evaluation. We will also share the lot number and shipment tracking details once the sample shipment is arranged.